Event description:
It was reported to philips that during a patient event the device failed to display information on the display. There was no report of patient harm. The paramedics stated they were able to transport the patient to the hospital in stable condition.